Event description:
It was reported that in (B)(6) 2015 the patient¿s pain kept increasing. The patient had no trauma or falls around the time of the event. The patient could not get control of the pain and could not get any relief so the patient kept going to get toradol shots. In (B)(6) 2015, the patient updated the healthcare provider (hcp) that he thought something was wrong. Per the patient, the catheter broke a month prior to the report. The hcp attempted to access the port during a port study and was unable to aspirate. X-rays were performed in (B)(6) 2015 and they could not tell by the pooling if there was a catheter issue and they wanted to do so many tests on the patient. The patient was frustrated and tired of getting needles put in him to figure everything out when they knew it was not working. The patient stated that they would have to go in a surgically fix the catheter. The pump had 22 months left of longevity and they wanted to replace everything including the pump. The patient went to the family doctor on 2015 (B)(6) to get percocet because, he could not stand the pain. The patient had tried to get off all of the oral medications, including percocet, and ¿pretty much did¿ but since the pain pump was not working to cover the pain due to the catheter issue the patient was again taking oral medications. Patient outcome was unavailable at the time of the report. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).